Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed the unknown message "loading..." During a sensor session. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually reboot. The allegation is confirmed. A probable cause could not be determined.